Manufacturer narrative:
Please note that the initial report has been updated to (B)(6). Her contact information is (B)(6). The original contact reported was a company representative.

Manufacturer narrative:
Complaint conclusion: as reported, there was difficulty with the connection between the tempo catheter and arcroyal injector tubing during an angiographic procedure. The issue occurred several times. No patient consequences were reported. The procedure was completed after the physician used a regular syringe to inject the contrast. Multiple attempts have been made without success to obtain additional information. The product was not returned for analysis. A device history record review was performed for lot 17132600 which revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, there was difficulty with the connection between the tempo catheter and arcroyal injector tubing ((B)(4)) during angiography procedure was reported. It happened few times. The procedure was completed after the physician used a regular syringe to add the marker/contrast. No consequences for the patient reported .

Manufacturer narrative:
Additional information was provided for this complaint: this issue occurred in few times in other procedure. The events occurred during use in the patient. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were stored, handled and prepped according to the IFU with no anomalies noted during prep. There were no damages noted to the hub of the catheter. The following statement was provided by the contact ¿few times have been doses ¿contrast¿ without any problem use normal syringe.¿ it was reported that the two device would not connect at all. Complaint conclusion was updated due to additional information: as reported, there was difficulty with the connection between the tempo catheter and the arcroyal injector tubing during an angiographic procedure. This event has occurred before. No consequences for the patient were reported. The procedure was completed after the physician used a regular syringe to inject the contrast. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were stored, handled and prepped according to the IFU with no anomalies noted during prep. There were no damages noted to the hub of the catheter. The product was not returned for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. This is one of three products reported by the physician to have had this problem and the associated manufacturer report numbers are 9616099-2015-00120, 9616099-2015-00122, and 9616099-2015-00123. Please note that these events were separated since they occurred during different procedures.

Manufacturer narrative:
The device is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the reported account was (B)(6). Please note that the gender of the patient is unknown. Concomitant devices: arcroyal IV tubing product code 12001736 lot # 429072. This is one of three products reported by the physician to have had this problem and the associated manufacturer report numbers are 9616099-2015-00120, 9616099-2015-00122, and 9616099-2015-00123. Please note that these events were separated since they occurred during different procedures.